Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged resulting in poor sensing and high thresholds. During repositioning, the doctor pulled too hard and coils separated requiring a new lead to be placed. No patient complications have been reported as a result of this event.